Event description:
It was reported that clamp loosens from bandage. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of statlock detachment from its padding is confirmed and was determined to be manufacturing related. Two statlock stabilization devices were returned for evaluation. An initial visual observation showed some use residues throughout the returned devices. The latches were returned opened on sample 1 while the latches of sample 2 were observed to be closed shut. Sample 1 was observed to have the plastic portion of the statlock still mostly attached to its padding. Sample 2 was observed to have the plastic portion of the statlock device completely removed from its padding and stuck back on the padding with the closed latches facing downward. A tactile evaluation of the adhesive portions of the two statlock devices revealed that the locations of the adhesive were still tacky. A microscopic observation revealed some sections of the statlock devices with missing adhesive. Because the observable adhesive for each device was observed to be tacky due to not curing completely, the complaint of detached statlock from its padding is confirmed and was determined to be manufacturing related. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that clamp loosens from bandage. No other information was provided. It was reported this occurred with two devices. This report addresses the first device. It was reported there was no impact to the patients.